Event description:
Plaintiff alleges sensitization to latex as a result of her exposure to latex gloves. As a result of this sensitization, plaintiff alleges suffering from respiratory problems, anaphylactic reactions, mental and emotional distress and substantial loss of earnings and earning capacity.